Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump got a little wet and now the buttons are intermittently responsive. The up, down, and esc buttons are intermittently responsive. Customer does not recall blood glucose value. Customer had dropped the device in the sink. Troubleshooting was performed. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The up arrow button did not respond due to moisture damage on keypad trace. The insulin pump had moisture damage on electronics noted. The device had severely scratched display window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.